Event description:
The following has been reported: nurse reported: 3 different items of the same lot # (fa25c03165) leaking blood product into the pump. As a result, we wasted blood product. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.